Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 37 mg/dl. Caller reported that no significant event leading to hospitalization was observed. The customer was treated with intravenous and glucose and food. It was also reported that the reservoir is showing more insulin than what is shown on the status screen. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.